Event description:
It was reported t-wave oversensing was observed when an asymptomatic patient visited the clinic. The sensitivity setting was re-programmed and a test was performed to verify that the oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.